Event description:
It was reported that the air in line sensor needed repair. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 10/10/2024.h3: one device was returned for repair with complaint of air in line sensor issue. The device has not previously been in for service. Review of event history found no alarms related to air in line or air detector sensor. Visual/functional testing was performed. The remote dose cord is found to not work properly. Too many downstream occlusion (dso) alarms found in event history log. The dso seal was moderately bubbled. The probable cause of remote dose issue is impact on main board. Replaced dso sensor assembly. The passed all functional tests after repair.